Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A device history record review for this catalog number, ar-503-tttj and lot number 108761234 combination found no related information.

Event description:
It was reported via the patient's legal representative that the patient had undergone a right total knee arthroplasty on (B)(6) 2014. During the procedure the following arthrex products were implanted: ar-503-tttj, tibial implant, lot 108761234. Ar-503-psrj, femoral implant, lot 108761219. Ar-503-bj12, bearing implant, lot 113601230. Ar-504-psd0, patella implant, lot 113601225. The patient underwent a revision right total knee arthroplasty on (B)(6) 2018 due to painful, loose right total knee arthroplasty. During the procedure the arthrex implants were removed and another manufacturer's products were implanted. The revision operative report findings noted that the tibial and patellar components were grossly loose and the femoral component was poorly fixed. The index and revision surgeries were performed by different surgeons at different locations. The explanted devices were not returned for inspection and the disposition is unknown at this time.